Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (male patient (B)(6) old). According to the complainant, during preparation, the generator failed after being plugged in. The procedure was completed with a different manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (male patient over 60 years old). According to the complainant, during preparation, the generator failed after being plugged in. The procedure was completed with a different manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient over 60 years old. The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).